Event description:
It was reported that occlusion alarms occurred. Customer changed out the infusion set and successfully resumed insulin therapy. Customers blood glucose level was 159 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.